Manufacturer narrative:
A work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned product shows one haptic has a small tear in it. There is reddish surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.6mm, and the lens flipped upon insertion. The surgeon removed and replaced the lens with no pt injury.